Event description:
Voluntary medwatch received states that patient experienced pocket erosion. Patient's atrial lead was explanted. The patient was treated with antibiotics. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119851.